Manufacturer narrative:
Unknown date in (B)(6) 2017 due to intra-operative issues the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery with proximal femoral nalil anti-rotation (pfna) was performed. Intraoperative after blade insertion, it was not possible to lock the blade. The surgeon changed the blade to a smaller size, because that was what was available. The event resulted in a fifteen (15) minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 04.027.038s, synthes lot number: l587219: release to warehouse date: 27.sep.2017 expiry date: 01.sep.2027, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The investigation off the complaint pfna blade has shown that the locking screw is too much inside the blade and therefore the blade could not lock anymore. This could happen, when the impactor instrument is not attached correct to the pfna blade and will be screwed into the blade without contact with the thread. A functional test was performed after unscrewing the locking screw out of the blade and it was detected, that the article is fully functional. The blade could be locked and unlocked without any problems. Additionally there were also strongly damages on the tip section of the implant detected. This is an indication that the blade was not in the right position during insertion. Unfortunately we are not able to determine the exact cause which has led to the complaint problem as the part works as it should. The visible damages occurred most likely from too much applied force during insertion of the product. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.